Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the events was not reported. It was reported that "the patient would go to the hospital today"; however, it was not reported if the patient was admitted. Treatment, patient outcome, and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.